Event description:
Per the customer: patient was in mechanical restraints today, the lower limb restraint completely broke which released the limb. Lot #1181t090; sku 2793. No incident or injuries reported.

Manufacturer narrative:
This report is based solely on the information provided by the customer. Product was not returned for evaluation but pictures of the failed area were provided. Based on the images the bed connecting strap has broken stitches at the box stitch causing the product to come apart. This is a known issue and has been addressed internally via corrective action. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if device is damaged or if unable to lock. Additionally, the IFU warns: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. And additional or different body or limb restraints may be needed: if the patient pulls violently against the bed straps. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2024-00700.